Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were unable to charge and were seeing the reposition antenna screen. The patient stated that she had gained and then lost (B)(6) and the implant was definitely moving and was painful. The last successful charge was about a week ago and the stimulation was off due to not being able to charge so the patient hadn't been able to walk. The indications for use were rsd/causalgia complex regional pain syndrome and spinal pain. If additional information is received a follow-up report will be sent.